Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included nickel sensitivity. Concomitant products included tramadol since on (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and cystitis ("bladder infection"). On (B)(6) 2014, the patient experienced genital haemorrhage ("anemia,gen. Abnorm"), dysmenorrhoea ("dysmenorrhea (cramping"), alcoholism ("psych injury/ psychological or psychiatric problems condition: alcoholism"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), mood swings ("hormonal changes/ describe: mood swings"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), erythema ("rashes or skin conditions type: red bumps on breast"), migraine ("migraines / headaches"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia"), seizure ("seizures") and tooth loss ("tooth falling out"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2015, the patient experienced micturition urgency ("bladder problem/ bladder or urinary problems or changes urgency"). In 2015, the patient experienced post-traumatic stress disorder ("ptsd") and depression suicidal ("suicidal thoughts"). On (B)(6) 2015, the patient experienced impaired gastric emptying ("gastroparesis"). On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6) 2018, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), urinary tract infection ("uti"), tooth fracture ("dental problem/ cracked teeth"), nervous system disorder ("nuero condit/prob"), post procedural infection ("complications during removal surgery: infection"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), bipolar disorder ("bipolar disorder/ worsened post essure"), visual impairment ("vision/eye problems type: deterioration of eyesight") and gastroenteritis ("gastroenteritis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved and the allergy to metals, hypersensitivity, alcoholism, micturition urgency, urinary tract infection, vaginal infection, fatigue, constipation, alopecia, tooth fracture, mood swings, headache, nausea, nervous system disorder, weight increased, post procedural infection, hot flush, vaginal haemorrhage, cystitis, anxiety, post-traumatic stress disorder, depression, bipolar disorder, erythema, migraine, iron deficiency anaemia, seizure, visual impairment, weight decreased, gastroenteritis, tooth loss, depression suicidal and impaired gastric emptying outcome was unknown. The reporter considered abdominal pain, alcoholism, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, constipation, cystitis, depression, depression suicidal, dysmenorrhoea, dyspareunia, erythema, fatigue, gastroenteritis, genital haemorrhage, headache, hot flush, hypersensitivity, impaired gastric emptying, iron deficiency anaemia, menorrhagia, metrorrhagia, micturition urgency, migraine, mood swings, nausea, nervous system disorder, pelvic pain, post procedural infection, post-traumatic stress disorder, seizure, tooth fracture, tooth loss, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events psych injury, bladder probs.,uti,vag. Infect. And vag. Discharge, bipolar disorder, anxiety, alcoholism, post-traumatic stress disorder, depression, depression suicidal, seizures. Current weight 116lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) 2014: essure confirmation test results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: pfs and mr received: previously reported event- hormone level abnormal was replaced with specific event mood swings, previously reported event- psychological trauma was replaced with specific event alcoholism, previously reported event- gastrointestinal disorder was replaced with specific event constipation, previously reported event- tooth disorder was replaced with specific event tooth fracture, newly added events- hot flashes, vaginal hemorrhage, bladder infection, anxiety, post-traumatic stress disorder, depression, bipolar disorder, redness in breast, migraine, anemia from chronic blood loss, seizures, visual impairment, weight loss, gastroenteritis, tooth loss, depression suicidal, urgency urination, gastroparesis, onset date of previously reported events were updated, consumer weight and height was added, reporter was added, lab data were updated, medical history and concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included nickel sensitivity. Concomitant products included tramadol since (B)(6) 2016. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and cystitis ("bladder infection"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("anemia,gen. Abnorm"), dysmenorrhoea ("dysmenorrhea (cramping)"), alcoholism ("psych injury/ psychological or psychiatric problems condition: alcoholism"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), mood swings ("hormonal changes/ describe: mood swings"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), rash papular ("rashes or skin conditions type: red bumps on breast"), migraine ("migraines / headaches"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia"), seizure ("seizures") and tooth loss ("tooth falling out"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced micturition urgency ("bladder problem/ bladder or urinary problems or changes urgency"). In 2015, the patient experienced post-traumatic stress disorder ("ptsd") and depression suicidal ("sucidal thoughts"). In (B)(6) 2015, the patient experienced impaired gastric emptying ("gastroparesis"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2018, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), urinary tract infection ("uti"), tooth fracture ("dental problem/ cracked teeth"), nervous system disorder ("nuero condit/prob"), post procedural infection ("complications during removal surgery: infection"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), bipolar disorder ("bipolar disorder/ worsened post essure"), visual impairment ("vision/eye problems type: deterioration of eyesight") and gastroenteritis ("gastroenteritis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved and the allergy to metals, hypersensitivity, alcoholism, micturition urgency, urinary tract infection, vaginal infection, fatigue, constipation, alopecia, tooth fracture, mood swings, headache, nausea, nervous system disorder, weight increased, post procedural infection, hot flush, vaginal haemorrhage, cystitis, anxiety, post-traumatic stress disorder, depression, bipolar disorder, rash papular, migraine, iron deficiency anaemia, seizure, visual impairment, weight decreased, gastroenteritis, tooth loss, depression suicidal and impaired gastric emptying outcome was unknown. The reporter considered abdominal pain, alcoholism, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, constipation, cystitis, depression, depression suicidal, dysmenorrhoea, dyspareunia, fatigue, gastroenteritis, genital haemorrhage, headache, hot flush, hypersensitivity, impaired gastric emptying, iron deficiency anaemia, menorrhagia, metrorrhagia, micturition urgency, migraine, mood swings, nausea, nervous system disorder, pelvic pain, post procedural infection, post-traumatic stress disorder, rash papular, seizure, tooth fracture, tooth loss, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she received treatment for the following events psych injury, bladder probs.,uti,vag. Infect. And vag. Discharge, bipolar disorder, anxiety, alcoholism, post-traumatic stress disorder, depression, depression suicidal, seizures. Current weight 116lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion; in (B)(6) 2014: essure confirmation test results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included nickel sensitivity. Concomitant products included tramadol since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and cystitis ("bladder infection"). In (B)(6) 2014, the patient experienced genital haemorrhage ("anemia,gen. Abnorm"), dysmenorrhoea ("dysmenorrhea (cramping)"), alcoholism ("psych injury/ psychological or psychiatric problems condition: alcoholism"), fatigue ("fatigue"), constipation ("gi conditions/ gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), mood swings ("hormonal changes/ describe: mood swings"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), rash papular ("rashes or skin conditions type: red bumps on breast"), migraine ("migraines / headaches"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia"), seizure ("seizures") and tooth loss ("tooth falling out"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced micturition urgency ("bladder problem/ bladder or urinary problems or changes urgency"). In 2015, the patient experienced post-traumatic stress disorder ("ptsd") and depression suicidal ("sucidal thoughts"). In (B)(6) 2015, the patient experienced impaired gastric emptying ("gastroparesis"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2018, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), urinary tract infection ("uti"), tooth fracture ("dental problem/ cracked teeth"), nervous system disorder ("nuero condit/prob"), post procedural infection ("complications during removal surgery: infection"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression"), bipolar disorder ("bipolar disorder/ worsened post essure"), visual impairment ("vision/eye problems type: deterioration of eyesight") and gastroenteritis ("gastroenteritis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved and the allergy to metals, hypersensitivity, alcoholism, micturition urgency, urinary tract infection, vaginal infection, fatigue, constipation, alopecia, tooth fracture, mood swings, headache, nausea, nervous system disorder, weight increased, post procedural infection, hot flush, vaginal haemorrhage, cystitis, anxiety, post-traumatic stress disorder, depression, bipolar disorder, rash papular, migraine, iron deficiency anaemia, seizure, visual impairment, weight decreased, gastroenteritis, tooth loss, depression suicidal and impaired gastric emptying outcome was unknown. The reporter considered abdominal pain, alcoholism, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, constipation, cystitis, depression, depression suicidal, dysmenorrhoea, dyspareunia, fatigue, gastroenteritis, genital haemorrhage, headache, hot flush, hypersensitivity, impaired gastric emptying, iron deficiency anaemia, menorrhagia, metrorrhagia, micturition urgency, migraine, mood swings, nausea, nervous system disorder, pelvic pain, post procedural infection, post-traumatic stress disorder, rash papular, seizure, tooth fracture, tooth loss, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events psych injury, bladder probs.,uti,vag. Infect. And vag. Discharge, bipolar disorder, anxiety, alcoholism, post-traumatic stress disorder, depression, depression suicidal, seizures. Current weight 116lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion; in (B)(6) 2014: essure confirmation test results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') and genital haemorrhage ('anemia,gen. Abnorm') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob") and post procedural infection ("complications during removal surgery: infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved and the allergy to metals, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight increased and post procedural infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, post procedural infection, psychological trauma, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events psych injury, bladder probs.,uti,vag. Infect. And vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated as "chronic, dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, gen. Abnorm. Bleed., allergy nickel, hypersensitivity, psych injury, bladder probs.,uti, vag. Infect.,vag. Discharge, fatigue, gi conditions, hair loss, dental probs.,hormonal changes, headaches, nausea, nuero condit/prob, weight gain and complications during removal surgery infection", patient demographic, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.